Event description:
Reporter alleged customer was showing signs of low blood glucose and paramedics were called. It was stated paramedics meter read 52 mg/dl on their meter compared to customer's meter reading of 160 mg/dl when testing was performed back to back within a few minutes apart. Reporter indicated customer was treated with glucose & sugar in a tube, however, refused to go to the hospital so wife gave him food. No other actions were taken nor treamtent received reportedly as a result. A request was made for the return of the suspect device and replacment product was sent.